Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21713. Follow-up identified the patient underwent surgery to explant and replace the affected lead due to ongoing low level infection. The patient was given antibiotics and has been discharged from the hospital. It was reported the infection has since healed and stimulation has been restored. Since it is unknown which of the two leads was explanted, the explant date has been entered for both devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21713. Follow-up identified the patient is doing well and the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21713. It was reported the patient's ((B)(6)) lead site appeared elevated and sore. The physician believed an abscess was present at one of the lead sites. Subsequently, the patient was admitted to the hospital to undergo wound debridement. Cultures were taken and there appeared to be a blood clot at the lead site. The physician removed necrotic tissue and the blood clot from the lead site and sutured down the wound. Follow-up identified cultures confirmed the presence of an infection. The patient has been placed on antibiotics. The pain/soreness at the wound site has since resolved.